Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (crem) result produced by the unicel dxc 800 synchron chemistry analyzer for one patient. One patient sample gave a crem result of 1141 umol/l. The patient was given treatment and then was re-drawn. The fresh draw gave a result of 73 umol/l. The original result was reported outside of the laboratory and questioned by the physician. The original sample was re-tested and a result of 73umol/l was obtained. This result was considered correct and the original result was amended.

Manufacturer narrative:
Information regarding the instrument performance and service was requested but not supplied. No additional information regarding this event is available. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.